Manufacturer narrative:
The pump passed the displacement and self tests. However, the pump was returned for power error alarms. The detailed trace analysis confirmed the alarm, and the root cause was the non-sleep anomaly software error. The pump also had a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a replace battery now alarm, a low battery alert, and a power interrupted alarm. The customer's blood glucose level was 7.6 mmol/l. The customer's device was replaced and was asked to return it for analysis. No further details were provided.